Event description:
It was reported the patient's scs system was not working properly. Diagnostic testing revealed invalid impedance reading on all lead contacts. The patient stated he had fallen numerous times. X-rays were allegedly taken; however, the results are currently unknown. It was reported the physician plans to perform surgical intervention at a future date. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.